Manufacturer narrative:
Product analysis: disk drive was confirmed to be broken and was replaced. Door latch was confirmed to be broken. The door was replaced. Power supply thermal sensor failed functional test. The power supply was replaced. The circuit boards and mechanical parts were inspected, the hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's disk drive appeared to have something lodged inside, preventing a disk from being inserted, and also had a broken door. The programmer was returned for service. Manufacturer's analysis found the programmer to be out of specification. There was no patient involvement.